Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 557 mg/dl, and a ketone level identified as dangerous by healthcare provider. Bg was addressed with a manual injection provided by healthcare provider. Recommendation was made by health care provide to remove tx and ultimately, tx was replaced to resolve issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.